Event description:
Per the surgeon's report, the patient's device was explanted in 2007 due to a skin flap infection. Reimplantation surgery is planned.

Manufacturer narrative:
This is a final report. This type of event is address in the device labeling.